Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Received for analysis was a device consistent with the reported complaint of a promus element plus, mr, ous 4.0x28mm, the proximal end including the manifold hub was not returned. A second stent was also returned with the device there was severe damage to one side of the stent; struts were distorted and flattened. No information was made available with regard to this stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that manifold/hub was not returned. There was a hypotube shaft break at 1440mm from the end of the distal tip. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc wire was advanced to the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 4.00x28mm promus element plus drug-eluting stent was then advanced to treat the lesion but failed to cross. Dilatation was performed again at high pressure and the procedure was completed with another of the same device followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, hypotube broken and stent detachment.